Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, while implanting the device the physician had difficulty implanting both cylinders due to scar tissue. He tried vigorously to implant the left side but could not implant the cylinder. During removal of the left cylinder the rear tip extender detached from the locking mechanism and the rear tip extender remained in the patient. The cylinder on the right side was able to be implanted, so the patient only has one cylinder currently implanted. After closure blood was noted coming from the urethra. The physician scoped the patient but no damage was noted to the bladder or urethra. The left cylinder was discarded at surgery.

Event description:
This follow-up MDR is created to document the additional event information received for record #609375. According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2020. Additional information received from the territory manager indicated: ¿while implanting the device the physician had difficulty implanting both cylinders due to scar tissue. He tried vigorously to implant the left side but could not implant the cylinder. During removal of the left cylinder the rear tip extender detached from the locking mechanism and the rear tip extender remained in the patient. The cylinder on the right side was able to be implanted, so the patient only has one cylinder currently implanted. After closure blood was noted coming from the urethra. The physician scoped the patient but no damage was noted to the bladder or urethra. The left cylinder was discarded at surgery.¿ the device was not received for evaluation as it remains implanted. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.